Event description:
It was reported that the lead was explanted due to externalized conductor observed between svc and distal coil via review of fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch received. Analysis confirmed insulation abrasions.